Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken during which time the lead was explanted and replaced with a new model.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to increase amplitude on her current programs. Diagnostic testing revealed high impedance measurements on multiple contacts. In turn, reprogramming was attempted to no avail. X-rays were ordered to further evaluate the issue. Follow-up identified surgical intervention was undertaken during which time the cervical lead (model 3189) was explanted due to being non-functional. During the same procedure, the physician was unable to insert the new lead into the epidural space. Therefore, the patient will be referred for a future paddle placement.